Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. X-ray images appear to show a slight haloing affect immediately adjacent to the broken screw shaft. This effect is typically associated with movement of the screw post-operatively, which may indicate that the screw was subjected to dynamic loading leading to failure.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with broken screw approximately 4 months post-op. There are no plans to revise at this time.